Manufacturer narrative:
H10. This manufacture report #2649622-2024-31577 contains the incorrect product. Therefore, a new manufacture report (#2649622-2025-01872) was sent to provide the correct product and new information. Any additional information regarding the event will be submitted as a supplemental submission to that report (#2649622-2025-01872). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a deep brain stimulation procedure, the lead was stuck in the plastic packaging and punctured it. There were no contributing factors. The lead was never implanted and replaced with another lead. The issue was resolved. No patient symptoms were reported.